Event description:
The international customer reported that the unit alarmed and stopped ventilating due to a data acquisition pcb adc reference failure while in use on a patient. The patient was switched to another device. There was no patient injury.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The international customer reported that the unit alarmed and stopped ventilating due to a data acquisition pcb adc reference failure while in use on a patient. The patient was switched to another device. There was no patient injury. Patient information has been requested.